Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: cholecystectomy. Event description: [hospital]: "after using three clips, the clips were not loaded." Product is not available for return. Additional information was received via email on 21feb2024 from [name], amk territory manager: "applied ctr03/5mm was used. A clip properly seated into the jaws. Pressure was applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. A clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger could not be actuated as normal." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: [hospital]. "After using three clips, the clips were not loaded." Product is not available for return. Additional information was received via email on 21feb2024 from [name], amk territory manager "applied ctr03/5mm was used. A clip properly seated into the jaws. Pressure was applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. A clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger could not be actuated as normal." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.